Event description:
It was reported that the remote monitor displayed an error code while trying to generate a transmission for the implantable cardioverter defibrillator (ICD). The remote monitor also displayed a diagnostic code indicating the device was not affiliated with the assigned monitor in the remote monitoring network. It was reported that the reader would not pick up the implanted device. Troubleshooting steps were taken to no avail and a new reader was sent out and the patient was referred to their clinic. The remote monitor and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.